Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. The customer reverted to an alternative method of insulin therapy.